Manufacturer narrative:
The logbook and the information provided were the basis for the investigation. Based on this, the reported restart could be confirmed. Contrary to what was reported, this only lasted a maximum of 8 seconds and ventilation was then continued with the previously selected settings. The device behaved as specified and alerted adequately. The reason for the restart was a crash of the gui software process (screen display) in the device software. As the gui software process could not be restarted in the expected time due to a ram memory leak, the safety software carried out an additional warm restart of the control unit and ventilation unit. This then resolved the problem. For safety reasons, the safety software analyzes and verifies the correct function of the device. If the safety software detects a deviation in the gui software process for the screen display, it initiates a restart of this software process. Ventilation is not affected by this and continues with unchanged settings. However, if the restart of the gui software process cannot be successfully completed in the expected time, the safety software initiates a synchronous warm start of the ventilation unit and the control unit.during the warm start, ventilation is temporarily interrupted and the acoustic auxiliary alarm of the ventilation unit sounds. During this time, the safety valve is open against the environment to allow the patient to breathe spontaneously. After 8 seconds at the latest, evita v800 automatically continues ventilation with the same settings. The warm start of the control unit is completed after one minute at the most. During this time, the user can follow the ventilation that has already been resumed on the oled display of the ventilation unit and read safety-relevant parameters such as fio2 concentration, minute volume and airway pressure. Finally, the warm start is indicated by the alarm message "ventilation unit restarted" on the control unit with an acoustic alarm tone sequence and the acoustic auxiliary alarm of the ventilation unit is silenced. As reported, a device for inhaled sedation of the patient (anaconda, sedana) was also part of the device setup used, which was not the cause of the event described. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that on 11.07.2023 the v800 mentioned had shut down on its own and then restarted again (ufr). The device has alarmed. No health consequences for the patient were reported. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that on 11.07.2023 the v800 mentioned had shut down on its own and then restarted again (ufr). The device has alarmed. No health consequences for the patient were reported. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.